Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, a2, a3, a4, a6, b5, d1, d4, g1, g3, h6.

Event description:
Allergan aesthetics received a report of a patient treated inner thighs on (B)(6) 2020 with coolsculpting cooladvantage petite developed paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and once additional information is available.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh area using an unknown applicator, and may have developed paradoxical adipose hyperplasia.